Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of foreign material in the distal end (objective lens and air/water nozzle), a definitive root cause and type of foreign material could not be determined. However, as a result of component analysis using ir and edx, elements and peaks characteristic of cellulose (possibly derived from paper or fabric such as gauze or silbon paper) and silicon fluorine grease (possibly derived from chemicals such as lubricants) were found. The event is detectable/preventable by handling the device in accordance with the following IFU: gif-pq260 IFU operation manual ¿chapter 3 preparation and inspection _3.2 inspection of endoscope/ 3.6 inspection and connection of ancillary equipment, reprocessing manual ¿chapter 3 cleaning, disinfection, and sterilization procedures¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the distal end (objective lens and air/water nozzle). There was no patient involvement.